Manufacturer narrative:
Additional informaiton: concomitant medical products. One cadd-legacy pump was returned for analysis in good condition. The reported the issue was not able to be verified; however, three " no disposable alarms were recorded in the device's event log. One anomaly found during analysis of the event log found is that the dso sensor may have a problem. There are 4 high pressure alarms that occur right after power up of the pump. It is unknown what the status of the infusion accessories that would result in high pressure alarm at power up. The dso will be replaced as a preventative measure. The pump was tested for 24 hours as per request without duplicating the stated issue.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, clamp tubing" alarm. No reported adverse effects.